Event description:
During the index procedure the patient had a 4.0 mm diameter x 24 mm length endeavor rapid exchange (rx) drug-eluting stent implanted to the distal rca, as treatment of the target lesion. A second endeavor rx stent was implanted, abutting the prior stent, as treatment of complication/dissection/bailout. A suspected mi event was adjudicated by the clinical events committee to have occurred one day post index procedure. This adjudication was based purely on the academic research consortium (arc) definition of a mi alone. There is no evidence that the patient was symptomatic of an mi at the time of the event. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow-up.

Manufacturer narrative:
(B)(4). Evaluation, results: dissection.